Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported pod site infection. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 17 mmol/l (306 mg/dl) between 49 and 71 hours of wearing the pod. The reporter stated the pod site on the patient¿s arm was painful and when the pod was removed, there appeared to be an infection. The pod site had a large lump, it was hot, swollen, painful with the presence of puss coming out of the insertion site. On (B)(6) 2025, the patient was taken to an after-hour clinic and was prescribed antibiotics, flucloxacillin 1 capsule 4 times a day. The patient was diagnosed with slight cellulitis. The pod was removed prior to going to the clinic and a new pod was applied.